Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition a labeling review was conducted. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings for medical complications and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the blue screen issue. The fss replaced the hard drive disk assembly to correct the blue screen problem and tested, the system meets all amo specifications. The blue screen problem is resolved. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine stopped at blue screen. The surgery center restarted the system, but there was no gain. Reportedly, there was no patient involvement and no patient treatments delayed or cancelled.